Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-11687. It was reported that the patient presented remotely. Review of the transmission revealed that the left ventricular lead exhibited low out of range impedance and noise reversion episodes and the right ventricular lead exhibited noise, which was recorded as high ventricular rate episodes. Programming changes were made. There were no patient symptoms.